Manufacturer narrative:
Event date is approximate; the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family of a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that family of the patient (pt) was seeing an alert that the therapy was at maximum settings. The ins was fully charged. The pt had a sudden return of symptoms over the past week and they were trying to increase stim and got this message at 1.9ma. It seemed like close to baseline return of symptoms.  The caller was unsure if there had been any falls or trauma but the pt is very young, (B)(6). The family lives in arkansas and only sees managing hcp. Technical services reviewed trying different programs to see if they can regain benefit, but that if this didn't resolve the issue, the patient would have to be seen for diagnostic testing.